Event description:
It was reported that a minimum fill notification occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer will load a new cartridge and declined assistance from tandem technical support regarding the issue.